Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation. (B)(4).

Event description:
It was reported that the safety device was not sliding into place smoothly. The phlebotomist stated that the safety device was not locking into place on the saf-t wing devices. There were no adverse health outcomes reported. See MFR 3012307300-2016-00106.